Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-07941. It was reported the patient underwent surgical intervention for an issue reported under MFR report number 1627487-2018-07068. During surgical intervention, the patient experienced a cerebrospinal fluid leak when the doctor attempted replace the patient's original lead located at l4. In turn, the replacement procedure was abandoned. Following the procedure, the patient experienced a headache. The patient's issue resolved over time.